Event description:
It was reported that a routine follow up took place and this device exhibited out of range pace impedance measurements on the atrial and ventricular channel. The polarity for the atrium and ventricle were changed from bipolar to unipolar sensing due to loss of capture in the bipolar sensing vector. The device was tested again weeks later and the pace impedance measurements appeared normal with the bipolar sensing vector for the atrial lead but not for the ventricular lead. The polarity of the ventricular lead remained in unipolar and all tested results were within normal range, but high out of range pace impedance measurements and high outputs with loss of capture in the bipolar sensing configuration. Another follow up was booked. A request for technical review was needed. Ts reviewed the provided data and noted that the first high impedance measurement was recorded within a month from implant. Ts discussed a terminal connection issue, such as under insertion could not be excluded. An x-ray was suggested to evaluate the connection of the system. At this time the device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted. Should additional information become available this investigation will be updated.

Manufacturer narrative:
The device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that a routine follow up took place and this device exhibited out of range pace impedance measurements on the atrial and ventricular channel. The polarity for the atrium and ventricle were changed from bipolar to unipolar sensing due to loss of capture in the bipolar sensing vector. The device was tested again weeks later and the pace impedance measurements appeared normal with the bipolar sensing vector for the atrial lead but not for the ventricular lead. The polarity of the ventricular lead remained in unipolar and all tested results were within normal range, but high out of range pace impedance measurements and high outputs with loss of capture in the bipolar sensing configuration. Another follow up was booked. A request for technical review was needed. Ts reviewed the provided data and noted that the first high impedance measurement was recorded within a month from implant. Ts discussed a terminal connection issue, such as under insertion could not be excluded. An x-ray was suggested to evaluate the connection of the system. Additional information noted that a review of x-ray images showed that the terminal position was fine, but ts could not see the setscrew. At this time the device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that a routine follow up took place and this device exhibited out of range pace impedance measurements on the atrial and ventricular channel. The polarity for the atrium and ventricle were changed from bipolar to unipolar sensing due to loss of capture in the bipolar sensing vector. The device was tested again weeks later and the pace impedance measurements appeared normal with the bipolar sensing vector for the atrial lead but not for the ventricular lead. The polarity of the ventricular lead remained in unipolar and all tested results were within normal range, but high out of range pace impedance measurements and high outputs with loss of capture in the bipolar sensing configuration. Another follow up was booked. A request for technical review was needed. Ts reviewed the provided data and noted that the first high impedance measurement was recorded within a month from implant. Ts discussed a terminal connection issue, such as under insertion could not be excluded. An x-ray was suggested to evaluate the connection of the system. Additional information noted that a review of x-ray images showed that the terminal position was fine, but ts could not see the setscrew. At this time the device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This device was expected to be returned. Should the device be returned analysis will be conducted and this investigation will be updated.

Event description:
It was reported that a routine follow up took place and this device exhibited out of range pace impedance measurements on the atrial and ventricular channel. The polarity for the atrium and ventricle were changed from bipolar to unipolar sensing due to loss of capture in the bipolar sensing vector. The device was tested again weeks later and the pace impedance measurements appeared normal with the bipolar sensing vector for the atrial lead but not for the ventricular lead. The polarity of the ventricular lead remained in unipolar and all tested results were within normal range, but high out of range pace impedance measurements and high outputs with loss of capture in the bipolar sensing configuration. Another follow up was booked. A request for technical review was needed. Ts reviewed the provided data and noted that the first high impedance measurement was recorded within a month from implant. Ts discussed a terminal connection issue, such as under insertion could not be excluded. An x-ray was suggested to evaluate the connection of the system. Additional information noted that a review of x-ray images showed that the terminal position was fine, but ts could not see the setscrew. Recently the patient presented for a routine follow up. This device exhibited loss of capture in both unipolar and bipolar settings. A revision took place, and the lead was disconnected from the device. The lead was tested which showed normal measurements, but once the lead was connected to the device again there appeared to be a malfunction thus a new device was implanted. The explanted device was expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination identified no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Functional testing was undertaken and the device did not perform as expected. The device case was removed to facilitate inspection and testing of the internal components. High powered visual inspection found that the battery insulation liner did not completely insulate the battery, resulting in the battery case making contact with the device case. This resulted in the reported clinical observations.

Event description:
It was reported that a routine follow up took place and this device exhibited out of range pace impedance measurements on the atrial and ventricular channel. The polarity for the atrium and ventricle were changed from bipolar to unipolar sensing due to loss of capture in the bipolar sensing vector. The device was tested again weeks later and the pace impedance measurements appeared normal with the bipolar sensing vector for the atrial lead but not for the ventricular lead. The polarity of the ventricular lead remained in unipolar and all tested results were within normal range, but high out of range pace impedance measurements and high outputs with loss of capture in the bipolar sensing configuration. Another follow up was booked. A request for technical review was needed. Ts reviewed the provided data and noted that the first high impedance measurement was recorded within a month from implant. Ts discussed a terminal connection issue, such as under insertion could not be excluded. An x-ray was suggested to evaluate the connection of the system. Additional information noted that a review of x-ray images showed that the terminal position was fine, but ts could not see the setscrew. Recently the patient presented for a routine follow up. This device exhibited loss of capture in both unipolar and bipolar settings. A revision took place, and the lead was disconnected from the device. The lead was tested which showed normal measurements, but once the lead was connected to the device again there appeared to be a malfunction thus a new device was implanted. The explanted device was expected to be returned. No additional adverse patient effects were reported.